Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced fluid overload while receiving peritoneal dialysis therapy with an amia device. It was stated that, during set-up, the nurse entered an incorrect value for the max peritoneal volume setting on the amia cycler due to lack of understanding of the max peritoneal volume parameter. While programming the device, the nurse noticed that the recommended top of range value for max peritoneal volume was 2000 ml. Therefore, the nurse deferred to that value (no further detail was provided regarding the correct value setting for this patient). As a result, the patient experienced fluid overload and was hospitalized for the event (date unspecified). No further detail was provided regarding the treatment or the patient¿s outcome from the event. No additional information is available.